Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this patient received anti-tachycardia pacing (atp) and one 21 joule shock, which simply slowed the rate down, but did not exit the ventricular tachycardia (vt) zone, and the episode ended moments later. A health care professional (hcp) called boston scientific technical services (ts) asking about why this device treated this patient, when they were experiencing atrial fibrillation and how it could be prevented. Ts reviewed the episode and stated that the device has 3 zones programmed, and that the vt-1 zone was programmed as monitor only (mo). Ts stated that the episode met initial detection in the vt-1 in the mo zone, then later the episode moved into the vt zone so there was redetection. If this is not desired behavior, the mo zone can be removed. Ts stated that this was all normal device operation given how the device was programmed. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this patient's system was explanted and replaced with a competitors system. No further information is available at this time.

Manufacturer narrative:
--